Event description:
It was reported that during a da vinci s surgical procedure, the endowrist prograsp forceps instrument had fiberglass shavings coming off the shaft that could be seen through the surgeon's console. Nothing was seen falling into the patient. No patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
Result, conclusions - the instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the distal end of the main tube had some deep scratch marks with material removed. The majority of scratches are not aligned with the tube axis. Based on the location and appearance, the damage was most likely caused by instrument collisions/rough handling. No other damage found. Conclusions: the endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.